Event description:
During the week of april 17-25, representatives of exactech, inc. And exactech (B)(6) conducted an in person site visit with (B)(6) hospital. As a result of that site visit and at exactech's request, the hospital provided a retrospective excel listing of revision related to polyethylene wear that have been performed since 2010. These cases have not previously been reported to exactech as complaints. On 28-nov-2023 updates to the excel listing were provided. This 72 y/o male patient was implanted with a inserto tibial logic ps 5, 11 mm (cat# 02-012-35-5011 / serial# (B)(6)) on (B)(6) 2015. The insert was manufactured on 18-jun-2012 and was packaged in a vacuum bag with no evoh. The insert was 3.30 years of shelf age at the time of implant. Patient was revised on (B)(6) 2015 approximately 0.22 years post implant. The implant was replaced due to suspected infection (not confirmed). No additional details are available at this time.

Manufacturer narrative:
Section d10: concomitant products - femur ps cem.nº5 izq. (Cat# 02-010-01-0250 / serial# (B)(6)). - bandeja tibial logic fit 5f/5t (cat# 02-012-45-5050 / serial# (B)(6)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
Result of investigation: a review of the sterile certificate for the tibial insert was performed. The lot was accepted to the requirements. The reason for the reported revision due to a suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. Additionally, infection is a know surgical risk.